Event description:
The consumer alleges he was thrown from the chair when the stability lock cylinders locked up in the middle of the road. No serious injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this device. Model tdxsp serial number (B)(4) is approximately 4 years 10 months old. User manual part number 1143190 rev b (nov-06) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. On page 2: "warning: wheelchair users: do not service or operate this equipment without first reading and understanding the owner's operator and maintenance manual and the seating system's manual (if applicable). If you are unable to understand the warnings, cautions, and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise injury or damage may result." It is unknown if the consumer was wearing the seat positioning strap. The strap may have prevented the consumer from being thrown from the chair. The historical maintenance of this device is unknown. On page 28 the following maintenance requirements are listed. Following invacare's minimum maintenance requirements may have prevented the consumer from stopping in the street. "Inspect/adjust monthly: inspect locking gas cylinders, and inspect mechanical anti-dive for function."